Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. The high energy shock impedances varied from 75 to 107 ohms. Technical services reviewed the data and advised some testing options for the system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via reduced intrinsic complexes. The local representative reprogrammed the sensing vector to the secondary sensing vector. The clinic will monitor the patient via the latitude monitoring system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. The high energy shock impedances varied from 75 to 107 ohms. Technical services reviewed the data and advised some testing options for the system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The device problem excluded investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via reduced intrinsic complexes. The local representative reprogrammed the sensing vector to the secondary sensing vector. The clinic will monitor the patient via the latitude monitoring system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. The high energy shock impedances varied from 75 to 107 ohms. Technical services reviewed the data and advised some testing options for the system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via reduced intrinsic complexes. The local representative reprogrammed the sensing vector to the secondary sensing vector. The clinic will monitor the patient via the latitude monitoring system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. The high energy shock impedances varied from 75 to 107 ohms. Technical services reviewed the data and advised some testing options for the system. There were no additional adverse patient effects. The system remains implanted.